Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge had remained static for approximately two days, after filling the cartridge with approximately 230-220 units of insulin. There was no impact to the customer's blood glucose level. Customer was not willing to troubleshoot the issue during the initial report. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.